Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority alarm 30166. The patient was connected at the time of the alarm. During troubleshooting, it was reported that there was a leak from an unspecified location. There was solution on the floor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.